Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The touchscreen does not allow access to screen to schedule options. It moves by itself constantly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 14may2019. Date rec¿d by MFR: 10may2019. Information was received that a quote was sent to the customer and was never approved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.